Event description:
The patient contacted animas on (B)(6) 2012 reporting that the buttons were not responding. The patient stated that there was also moisture noted under the pump display screen. There was no noted trauma to the pump. The patient reportedly wore the pump attached to a belt and did not clean the pump. This report is made based on the allegation of the button response issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 (B)(4) 2012. Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad buttons were found to be intermittently responding to presses. The keypad was removed and contamination was observed under the button contacts. Unrelated to the complaint, moisture was observed behind the display lens and the battery compartment was found to be cracked. A leak test was performed and the battery compartment was found to be leaking. The user guide instructs the patient that cracks, chips, or damage to the pump may impact the battery contact and / or the waterproof feature of the pump.